Event description:
The day after implant the pt experienced "great pain" and swelling at the pump implant site. The physician suspected hemorrhage. In 2009 the wound broke up and liquid came out. The next day, there was again swelling and the pt lost liquid. X-ray revealed leakage from the pump connector. The pump segment of the catheter was replaced. Following replacement the pt had good pain relief.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.